Event description:
The customer reported a few drops of contained fluid leak while running complete blood count (cbc) on the unicel dxh 800 coulter cellular analysis system. The leak consisted of blood and diluent mixture. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found obstruction inside the waste port of the rinse collar. The fse disconnected the probe rinse waste line and flushed the line with bleach, after which the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).